Event description:
It was reported that the customer had high blood glucose of 600 mg/dl. His blood glucose stayed high for about an hour and a half and lowered to 335 mg/dl and then 275 mg/dl. The next morning, his blood glucose was 77 mg/dl. Customer stated he did not believe his insulin pump was at fault and that he may not have given himself enough insulin for several meals. Troubleshooting was declined. Customer also stated that he had an issue with his serter and sensors. A blood glucose value of 551 mg/dl was also captured at the time of the reported. Customer stated that he believed he did not use enough insulin and ran out of insulin, which he did not notice until the second high blood glucose. Customer stated he had been using his insulin pump for ten days and was still learning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.